Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported events of high capture threshold and high pacing impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. Lead repositioning was attempted, however the electrical anomalies persisted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.